Manufacturer narrative:
Evaluation summary: product was visually inspected and no non-conformities or abnormalities were noted. A performance test was performed, product was found to meet manufacturer's specification. No failure detected and product within specification.

Event description:
There was a report of an occurrence of the fluid warming infusion set tubing becoming kinked. No pt injury or adverse event reported.